Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to remove vessel, include, but not limited to tissue or suture caught in foot. Factors that may contribute to suture separation include, but are not limited to, interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. The patient effect of hematoma is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique prior to an interventional micra procedure via a 6f sheath. A first prostyle device was successfully pre-placed. Reportedly, after deploying a second prostyle and closing the lever, there was difficulty removing the device. While manipulating the device, the lever was opened and closed once again; then, the device was able to be removed from the anatomy without further difficulty. Upon removal of the device, the lever and footplate were both fully closed; however, the suture was snapped. A hematoma was also noted; therefore, the micra procedure was rescheduled and did not continue. Manual compression was used to treat the hematoma; the first prostyle suture was used with manual compression to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.